Event description:
Based upon additional information received on 22-nov- 2017, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical events was added. This case is cross-referred to case ID: (B)(4) (same reporter). This unsolicited case from united states was received on 20-nov-2017 from a consumer (office staff). This case involves a (B)(6) year old female patient who received treatment with synvisc one and after unknown latency patient was struggling with walking and had severe pain; also, device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: 7rsl021 and 20-may-2020 respectively) for osteoarthritis knee pain (bilateral injections were given). On an unknown date in (B)(6) 2017, after unknown latency, the patient was struggling with walking and had severe pain (the patient called next day). Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction follow up information was received on 20-nov-2017. No new information was received. Additional information was received on 22-nov-2017. The serious event of device malfunction with the seriousness criterion of ime was added with details and the case was upgraded to serious. The ptc results were added. Text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 22-nov-2017: this case concerns a female patient who received synvisc one injection and later experienced struggling with walking and severe pain. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.